Manufacturer narrative:
(B)(4). We received one used and nearly empty easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages were not detected, but the sample is wet respectively contaminated all over with solution (liquid) and crystallized drug residues. As-received condition the white clamp was not closed. The original wing cap was not handed over by the customer, the patient connector was closed with a blue stopper. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Additionally, the sample was refilled with 60 ml nacl 0.9 % and a functional test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running)! Furthermore, we tested the flow rate of the received sample. Nominal: 2 ml/h. Actual: 2.4 ml in 1 h; 4.7 ml in 2 hrs; 6.9 ml in 3 hrs. Even though the sample was contaminated all over with solution we did not detect any leaks during the test of the flow rate. The inspected sample is in accordance with our requirements. We have informed our manufacturer accordingly. Received one piece of used, filled of easypump ii lt 60-30-s without original packaging. As received condition, clamp clip is closed and wing cap has been replaced with blue closing cone. Big top cap is opened and discofix cap is removed. Detected crystallized residue at cap valve. Additionally, detected crystallized residue at male luer lock. Blue closing cone is removed and clamp clip is released. Observed flow of solution. Analysis: as the complaint sample is contaminated with cytotoxic drug, further investigation (flow rate test) is unable to be conducted. Therefore, the complaint is considered as not judgeable. Justification: not judgeable as further investigation (flow rate test) is unable to be conducted as the complaint sample is contaminated with cytotoxic drug. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): when disconnecting, the entire chemotherapy (5fu) was not infused, 3 diffusers concern 3 different patients.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.